Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
On approximately (B)(6) 2014, the pump motor stalled and never recovered. The issue was diagnosed by checking the pump logs. The pump was replaced. The patient status was reported as ¿alive-no injury¿. The patient had no symptoms or complication associated with the event. The device system was delivering fentanyl. The complete patient/device information and outcome of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.